Event description:
A customer reported using cidex® opa solution after the expiration date on the container. The affected loads were recalled and reprocessed. There are no serious injuries reported. Per the instructions for use (IFU), it states cidex® opa solution must be discarded 75-days after the container is opened or past its expiration date on the bottle, whichever comes first even if the cidex® opa test strip indicates a concentration above the minimum effective concentration (mec). The customer was advised to always following the IFU. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer used expired cidex® opa solution.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), supplier evaluation, and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions. Customer education was provided by the technical service representative over the phone. The issue will continue to be tracked and trended.